Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) the device cannot be turned on under warranty. There was no patient involved.

Manufacturer narrative:
Updated fields:b3, b4, g3, g6, h2, h11. Corrected fields - b5.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump(iabp) was unable to turn on. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1(telephone number, city , address) , h6 (type of investigation, investigation findings, investigation conclusions). It was reported by customer that the cs300 intra-aortic balloon pump (iabp) machine cannot be turned on. No patient involvement and no harm reported. The customer gave up the repair. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.